Event description:
On (B)(6) 2012, it was reported that the patient was found dead at home on (B)(6) 2012. The patient was said to be wearing the pump at the time of death but details about the pump history cannot be determined. A second reporter refused to review the pump with customer technical support. The second reporter spoke to the patient on (B)(6) 2012, and the patient said that she felt unwell; the reporter was unable to provide details of the illness, the blood glucose values, or the sequence of events leading up to the death. It was noted that the cause of death was unknown and the autopsy and toxicology reports were not yet available. This incident is being reported because the patient was attached to the insulin pump at the time of death and the cause of death is unknown at this time.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the pump black box was reviewed from (B)(4) 2012, with no evidence of delivery interruptions or malfunctions. The total daily dose basal deliveries were reviewed and were found to be consistent with the active basal program. The last basal delivery was recorded on (B)(6) 2012 at 6:36 am, followed by an autooff alarm at 6:39 am; no deliveries were recorded after the auto off. The last 5 boluses recorded on the pump were from (B)(6) 2012 between 12:23 am and 2:35 pm. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No pump delivery related defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.